Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that when the sealing cycle was completed the tissues stuck to the clamps of the jaws. This caused a tear in the tissue and consequent bleeding (only a few drops of blood). A new device was used but the same problem occurred (refer to (B)(4)). They changed generator but without result. The procedure was completed with a manual suture. There was no patient injury. (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection found no defects. The reported condition of the device sticking to tissue was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The jaws did not stick to the tissue. The device was activated while pressing the button in various locations and turning the rotation knob to each stop to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.